Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during follow-up in the clinic, the patient was found to have a tear in the bend relief of the white power cable on the system controller with the wires visible. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the white power cable was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 5 days (30jan2022 ¿ 02feb2022, 11mar2022 per timestamp). The events captured on (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 10:49:10 and the system controller was shut off at 10:49:58. There were no notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The system controller was able to operate a mock look and function as intended. The strain relief was cut to expose the tear in the power cable. The tear was only through the outer layer and did not go through the shielding. The underlying layers of the power cables were inspected and were in unremarkable condition. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.